Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A customer reported that she obtained high readings on her freestyle flash meter and "mistreating" herself. She does not report the treatment but reports experiencing symptoms of hypoglycemia, "feeling faint" and having a car accident. The paramedics that responded to the accident obtained a reading on the customer's meter of 3.2 mmol/l compared to 2.3 mmol/l on their own meter, when plotted on a parkes error grid, the readings fell in the 'a' zone which are not considered clinically significant. She was treated by the paramedics with a "coke and a chocolate donut". The customer was not transported to a hospital and no diagnosis or further treatment was reported. There was no report of death or permanent impairment in this case.